Manufacturer narrative:
Product complaint # (B)(4). E.1: the initial reporter phone: (B)(6). Complaint conclusion: it was reported by a healthcare professional that a patient underwent mechanical thrombectomy of a middle cerebral artery (mca) (m2 segment) occlusion with a 5mm x 33mm embotrap ii revascularization device (et009533/ 20l150av) and experienced bleeding at the m2 region. The patient has been monitored in the hospital. No further information is available. The device was discarded; therefore, no further investigation will be performed. A review of the DHR records confirms that there were no issues with the assembly of the lot (sub and top assembly), all rejects were accounted for during the DHR review. There were no issues with sterilisation. Hemorrhage secondary to vessel trauma or injury is a well-known extensively documented potential complication associated with the embotrap ii revascularization device and is listed in the instructions for use (IFU) as such. With the amount of information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the reported hemorrhage. However, there are clinical and procedural factors such as vessel characteristics, clot burden, device selection, device interaction, and mechanical manipulation of devices within the artery that may have contributed to the reported event. There is no indication that the device malfunctioned or that it is related to the device design or manufacturing the intracranial hemorrhage is a serious injury which required prolonged hospitalization and the relationship of the device to the reported event cannot be excluded. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by a healthcare professional that a patient underwent mechanical thrombectomy of a middle cerebral artery (mca) (m2 segment) occlusion with a 5mm x 33mm embotrap ii revascularization device (et009533/unknown lot number) and experienced bleeding at the m2 region. The patient has been monitored in the hospital. No further information was provided at the time of complaint initiation.

Manufacturer narrative:
(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Lot: the lot number was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.